Event description:
The programmer was returned to the company service department for regular preventative maintenance and subsequently tested out of specification during manufacturer's analysis. No patient involvement or complications were reported as a result of this event.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis found that the case was cracked, the bezel was cracked and the electrocardiogram (ECG) connector was broken loose from the link electronic module (lem) board.